Event description:
It was reported via sales that a (B)(6) male patient was diagnosed with aortic stenosis of an edwards aortic bioprosthetic valve after an implant duration of approximately seven (7) years, and underwent an implant of a transcatheter aortic valve inside the stenotic subject valve (valve in valve). After implant of the transcatheter valve, noticed the right coronary was measuring 5mm from the level of the lower surgical strut. It was decided to wire the vessel but not put a balloon in during deployment of the new sapien transcatheter valve. After deployment the right coronary was completely closed. Tried to get a balloon down but it wouldn't go so [surgeon] decided to put the patient on pump and bypass the right coronary. Pt came off pump and was sent to the ICU and reported in stable condition.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. In this case, the patient's coronary artery was occluded after implantation of the edwards transcatheter valve; a separate report will be submitted for the edwards transcatheter device under serial number (B)(4). Causes for bioprosthetic stenosis encompass multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of aortic stenosis including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.